Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited erratic impedance measurements on the shocking channel. A non-invasive program stimulation testing of shocking channel impedances were within normal range. Induction successfully converted ventricular fibrillation. At a follow-up clinic visit, the shocking impedances again measured high. In addition, the patient reports hearing 16 beeping tones every hour.